Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: lumbar spondylosis, adjacent segment degeneration. Procedure: bilateral posterior segmental spinal instrumentation l4 through s1, transforaminal lumbar interbody fusion right l4-5 with l4-l5 discectomy. Placement of interbody spacer l4-5. Augmentation of anterior spinal fusion with recombinant human bone morphogenic protein-2 and local bone graft. Posterior spinal fusion l4-5 and l5-s1 with recombinant human bone morphogenic protein-2 and local bone graft. Right l5-s1 foraminotomy and laminotomy with nerve root decompression. Neural monitoring with somatosensory evoked potentials and pedicle screw stimulation. Perop: the interbody space was then sized with a peek sizer and then a 12 x 30 mm length peek spacer was placed with 2 mg of bone morphogenic protein. Prior to placement of the spacer, three cubic cm of local bone graft and 2 mg of bone morphogenic protein on an absorbable collagen sponge replacing the interbody space. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.